Manufacturer narrative:
This event was evaluated by our factory experts. The syngo.plaza log files show that all affected studies were archived successfully to the lts and were later deleted from the sts through an auto-deletion function. The syngo.plaza system is functioning according to the specifications. It was determined that the reported data loss occurred due to a data migration of the old lts files from one hardware device to another at the customer site. The auto-deletion function was disabled until investigation of this event is completed and archive consistency check is performed. This report was submitted (B)(4) 2014.

Event description:
It was reported (B)(4) 2014, a customer was unable to retrieve several studies from the long term storage (lts) attached to the syngo.plaza system. The system was checked by a siemens technical expert who confirmed that on the day these studies were created ((B)(6) 2014), they were successfully archived to the lts. In the meantime these studies were routinely purged from the short term storage (sts) by the auto-deletion function of old achieved data, therefore the retrieve from the lts was triggered. Further investigation showed that the affected studies were sent to the lts during the exact period of time when a media migration from one hardware device to another took place. There have been no injuries or patient outcome attributed to this issue.